Manufacturer narrative:
Pump received with broken reservoir tube lip, missing reservoir tube o ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the rubber ring was missing. The customer stated that the reservoir lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.